Event description:
It was reported that the catheter found to be occluded. A catheter access port (cap) contrast study was performed on (B)(6) 2013 and the results found an occluded catheter. It was also noticed that injecting 10c of saline was initially difficult but by the easier and as able to aspirate back fluid. The catheter connector was replaced on (B)(6) 2012 and the patient recovered without sequelae on (B)(6) 2013.

Event description:
The patient experienced a "nauseating feeling" where she "can just feel the medicine is gone," and then her bowels "cleared immediately after that," and the pain "returned in spades." It was noted that these symptoms occurred after the patient went through the stand-up, full-body airport security scanner, no alarms were heard. The patient was able to give herself a bolus with her patient programmer, the bolus provided a little relief. The patient also took "some morphine or dilaudid pills" which also helped to ease the pain. The patient was not in her home state when the event occurred. One week after the initial report, it was noted that a catheter access port (cap) dye study was done and the results were the catheter was occluded. It was also noted that healthcare provider (hcp) "injected 10c saline initially with difficulty but by the end easier and was abel to aspirate back fluid." A secondary dye study demonstrated an intact catheter. The patient symptoms were withdrawal symptoms, sweating. The severity was mild. A week and a half after the initial report, it was noted that the catheter connector was replaced on (B)(6) 2013 due to catheter kink /occlusion and that the event resolved without sequelae. The device system was used to infuse baclofen and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer: model, serial# (B)(4), catheter: model 8781, serial# (B)(4), implanted: (B)(6 )2012. (B)(4).